Event description:
The customer stated that she tested her blood glucose and received a reading of 300 mg/dl using her contour meter. She retested and received a reading of 109 mg/dl using another meter. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. While troubleshooting, the customer performed control tests and received a result of 385 mg/dl. The normal control range was 97 -135 mg/dl. No adverse events were alleged. The test strips were returned for eval. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab received used test strips, so further eval was not possible.